Event description:
(B)(6) 2011: this writer received telephone notification from patient that she received limelight treatment (B)(6) 2010, for pigment. Patient has "8 bar marks of hyperpigmentation, 4 bar marks on right cheek, 4 bar marks on left cheek".

Manufacturer narrative:
The patient was skin typed by the treatment provider as between skin type IV - v. Limelight guidelines are for skin type I - IV. The patient reports that the dermatologist treating the hyperpigmentation skin typed her as "skin type v". Patient reports she developed hyperpigmentation "that goes away with use of hydroquinone". Patient stated that hyperpigmentation comes back as soon as the hydroquinone is stopped". The adverse event developed (B)(6) 2010, but was not reported to cutera until (B)(6) 2011. The adverse event was not evaluated by the treatment provider. The limelight handpiece was evaluated (B)(6) 2011 and found to be operating within specification. The treatment provider is still in possession of this handpiece.